Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/26410635 (B)(4). Other device used: catalog #unk, unknown zimmer kinectiv neck, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a concern of corrosion, which was identified at the revision procedure. That patient had elevation of both cobalt and chromium levels, a negative workup for infection including erythrocyte sedimentation rate, c-reactive protein, hip aspiration, and a metal suppression MRI demonstrating a soft tissue reaction. This patient had their illopsoas drained before revision because of effusions visualized on MRI within the illopsoas.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. The information provided in the journal article indicated that the patients preoperative chromium levels were at 1.0 microgram/ml and cobalt levels were at 6.0 microgram/ml. The inflammatory markers were within normal limits. A computed tomography scan demonstrated a fluid collection, and sterile fluid was drained from his iliopsoas. Tissue obtained percutaneously, demonstrated necrotic tissues. It is reported that a size 32, -4 head was used with a kinectiv stem. Zimmer-biomet notes in the IFU that any legacy zimmer hip prosthesis with kinectiv modular neck technology is designed to be used with a +0 head only. Use of shorter heads could lead to reduced range of motion and component impingement. This would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.